Event description:
It was reported that the patient presented to the hospital after a fall. Upon device interrogation, the right atrial (ra) exhibited lead high capture threshold, and the right ventricular (rv) lead high capture threshold, far p-wave oversensing and low sensing. Re-programming was performed and the patient will further be monitored. The patient condition was noted as stable.